Event description:
It was reported that the patient initially had good stimulation, then stimulation moved to the wrong location and the patient experienced shocking. The patient turned the device off. The wound dehisced and was not healing well. Testing showed no infection. The physician opted to try to get the wound to heal before reprogramming or changing stimulation. A wound vacuum was ordered. The patient did not use the wound vacuum for the time prescribed, but did feel it allowed the wound to begin healing. Additional information received noted that the wound vacuum was not effective for wound closure. The patient was taken to the operating room for irrigation, debridement, and closure of the wounds. Following this the shocking sensation ceased and stimulation coverage returned to near original coverage.

Manufacturer narrative:
.